Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) indicated early elective replacement indicator (eri). The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947100, lead, implant date: (B)(6) 2008; 6984m, adaptor, implant date: (B)(6) 2008; 4968-35, lead, implant date: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.